Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch episodes were observed due to far r-wave oversensing during a scheduled follow-up. Programming changes and further testing were recommended. The asymptomatic patient was stable throughout the event and will continue to be monitored.